Event description:
It was reported that this right ventricular lead exhibited loss of capture. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.